Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent inaccurate fill estimates after loading a cartridge onto the pump. Blood glucose level was 211 mg/dl. The same cartridge was reloaded to address the current fill estimate and an accurate fill estimate was received. The customer continued to use the pump for insulin therapy.